Event description:
It was reported that the patient experienced severe hyperglycemia with a blood glucose of 537 mg/dl and moderate ketones after arriving home from school while using the ilet and subsequently transitioned to subcutaneous insulin via pen, disconnecting from the device and planning to reconnect after several hours. Symptoms included hyperglycemia with ketosis. Outcomes included troubleshooting and education with self-treatment using injected insulin, with the expectation of return to range after the temporary disconnection. Investigation included technical review and complaint handling activities. Investigation of this case revealed that the cause of the hyperglycemia was unclear and no device malfunction was confirmed. It was concluded that the event was user-managed with no hospitalization or serious injury reported, and the root cause remained undetermined. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.